Manufacturer narrative:
Visual examination found that the device met all manufacturing specifications. Destructive testing of the cap welds found sufficient welds were present at all cap weld locations. The exact lot number of the affected device was not provided; however, distribution records were available to identify 5 potential lots of product. Review of the applicable device history records found no anomalies and no manufacturing issues related to the reported complaint. It is possible the reported complaint was due to mishandling or damage to the device while in use by the end user.

Manufacturer narrative:
The complainant/initial reporter did not know the lot number of the affected product. They reported that they had 5 lots of the relevant product code on hand, which are: 050323, 050069, 050433, 050676, 050776 quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital risk manager reported an issue encountered with the device during use. The report stated that the patient had undergone a coronary artery bypass and was in the surgical intensive care unit (sicu). Two days after the procedure the nurse caring for the patient noticed that one port of the administration manifold had come off and that medication was dripping onto the floor. The report listed the medication as amiodarone. The report stated the nurse corrected the problem. There were no patient or provider complications reported as a result of the alleged event. The device was returned to the manufacturer for evaluation.